Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The device was programmed to left ventricular (lv) only. Additional information indicates that the suspected cause was micro dislodgement. This patient will be checked in a month to decide if additional intervention would be needed. This lead remains in service. No adverse patient effects were reported.